Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and compromise for sensor test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at the corners of the display window. The insulin pump was received with minor scratches at the display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error message. Customer's blood glucose reading was 225 mg/dl. Customer stated that they use the sensor feature on the pump. Customer was able to troubleshoot and complete the rewind sequence. Customer advised to discontinue use of the device and revert to a back-up plan. Customer returned the device for analysis.